Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device displayed check syringe plunger error. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Service history review found no previous related repairs. The review of the event log history identified check syringe plunger sensor error and therefore the reported issue was confirmed. Visual and functional testing was performed. A motor rate error was identified. The cause of the reported issue was found to be a faulty plunger printed circuit board (pcb), motor and clutch parts. The plunger pcb was replaced to fix the issue. The left and right clutch, clutch sprint, worm coupling, worm gear, and motor were replaced to fix the motor rate error. The device then passed all tests after the repairs.